Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump was received with corrosion found on motor home switch. No moisture damage found on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The mother stated that her daughter fell down in water and now the pump does not work. The customer was unable to turn the pump on. The customer tried to dry the pump by removing it without battery and reservoir. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.